Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: h6 (type of investigation).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (investigation findings, investigation conclusions, medical device ¿ problem code), h11. A getinge field service engineer(fse) evaluated the unit and found that the power supply could not output 24v and the power module needed to be replaced. On 9-30, the equipment started normally after the power module was replaced (d014-00-0033-05). All functional inspections of the equipment were carried out according to the factory requirements. The equipment inspection results met the requirements and can be returned to the customer for use. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0014-00-0033-05 power supply (B)(6) into the cs100 test fixture serial number (B)(6) and tested the power supply to factory specifications per the cs100 service manual part number 0070-00-0528-01. When the cs100 was turned on, the unit did not boot up. The power supply failed testing. Retaining the power supply in the fat per procedure number 0002-07-d008 rev.as.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6) hospital. Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) screen went black and the alarm sounded. It could not be turned on. No patient was harmed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, component, investigation conclusions),h11. A getinge field service engineer (fse) comes for maintenance inspection, the power module was damaged, so the power module(d014-00-0033-05) was replaced and the device returned to normal. All functional tests were carried out on the device according to the factory requirements, and all test parameters met the requirements. Unit delivered to the customer for use.